Manufacturer narrative:
This report was due on november 29, 2023; however, due to a network disruption at livanova, the ability to submit mdrs was lost on november 20, 2023, before this report was ready to submit. The report was prepared and submitted immediately following restoration of the livanova systems.

Event description:
Additional information received from the physician assessing the increased seizures and worsening mood to be related to low battery. The increase in below pre-vns baseline levels and the patient was referred for a battery replacement to preclude an injury.

Event description:
It was reported that the patient underwent a battery replacement due to battery depletion. The explanted generators battery was depleted so the rep was unable to interrogate the device in pre-op. The explanted generator was discarded.

Event description:
The patient's mom believes that their battery is low due to the patient experiencing an increase in seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.